Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, the gauge on the inflation device failed to rise. The encore 26 inflation device was correctly connected to a sterling balloon of unknown size. The physician was able to turn the handle and the balloon expanded but the gauge did not increase. It is unknown when the pressure gauge quit rising but "when the physician stopped pressurizing, the gauge came down." There were no pt complications and the procedure was completed with another of the same device. The pt's current condition is listed as "good". Additional info was requested but was not available.